Event description:
Reportedly, during follow-up interrogations with several devices, the telemetry was too weak and an error message was displayed. The cpr4 head was replaced by a cpr3 head, which solved the issue. Normal communication was later observed with the same cpr4 head.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis of available expertise files confirmed the reported behavior, as several communication errors were observed on (B)(6) 2023 from 8:52 to 8:56 with the subject cpr4h. At 9:29, a new interrogation was performed with a cpr3h, and normal communication was observed. The root-cause of the observed communication issues could not be determined with certainty. However, it could have resulted from external disturbances around the patient. It should be noted that cpr4h can be more sensitive than cpr3h to close sources of noise.